Event description:
It was reported that the device has a no motor rate error. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken on the bottom case, and the battery door was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error occurred upon power up. Root cause of the reported issue attributed to normal wear as the battery was over 5 years old. Replaced the battery, performed preventive maintenance and functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.